Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8780 lot# serial# (B)(4). Implanted: (B)(6) 2014. Explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving prialt (60 mcg/ml at 11.990 mcg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. The patient's medical history included multiple prior back surgeries, including microlumbar laminectomy, two lumbarfusions and spinal cord implant. The patient's past medical history also included positive for hypothyroidism, fibromyalgia and tachycardia, negative for mi, hypertension, copd, diabetes, cancer, stroke and blood clots. The patient's medications prior to hospitalization included synthroid 0.025mg once daily, toprol-xl 25mg, lyrica 150mg, bupropion once daily, and ibuprofen. It was reported a catheter revision was performed because the patient's primary managing physician couldn¿t aspirate her catheter. The catheter was completely out of the intrathecal space and coiled up in the pocket in the patient's right flank. The hcp was replacing the entire catheter with a new one. It was further reported the patient's pump was giving her good relief, however, several months ago the hcp's office began noticing large residual medications. Because of the malfunction of her spinal catheter, the patient wished to proceed with surgical intervention. The pre-operative diagnosis was malfunctioning infusion pump and the post-operative diagnosis was displacement of subarachnoid catheter. During the surgery it was discovered the entire catheter had dislodged and migrated outside to the intrathecal space and there was significant kinking of the catheter in that position.there were no kinks at the site of the pump but there were several at the site of the lower lumbar anchoring position. Cerebrospinal fluid (csf) was noted to be visualized. There was an obvious csfk leak or a csf fistulous tract. At that point, it was decided to remove the existing catheter and place a new one which was connected to the existing infusion pump. The patient tolerated the procedure well without any problems. No patient symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
Evaluation conclusion code 92 does not apply. If information is provided in the future, a supplemental report will be issued.